Manufacturer narrative:
Concomitant medical products: dtba1qq crt-d, implanted (B)(6) 2017; 429888 lead, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited decreased sensing and rising threshold with the end result being a dislodgement. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.